Event description:
It was reported that during a labrum reattachment procedure, the drill bit broke while drilling the first anchor hole, and a portion of the drill bit remained in the acetabular bone of the patient. The surgeon confirmed via x-ray the presence and location of the remaining piece of the drill bit.

Manufacturer narrative:
Based upon a follow-up discussion with the surgeon, the likely cause of the drill bit breakage can be attributed to user error, as the surgeon drilled into the acetabular bone and stopped the drill from spinning. Once drilling commenced, the drill bit broke. The surgeon confirmed that the patient had very hard bone, which may have been a contributing factor. The drill bit device was disposed of at the user facility at the time of occurrence, and was not returned to pivot medical. A review of all drill bit device history records shows no recorded anomaly or deviation for each released lot of the device. The investigation did not reveal any evidence of the device contributing to the reported event. Procedural time was not extended as a result of the event. The surgeon replaced the broken drill bit and was able to complete the labrum reattachment. Current available information is insufficient to permit a conclusion as to the root cause of the event.